Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. The device history record of reported lot number 4466322 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
H10: updated.

Event description:
It was reported via medwatch (# (B)(4)) that the inner cannulas have been found not to click into place. This can result in the inner cannula sliding out. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: day is unknown, month and year are known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.